Event description:
Info received indicates while performing a preventive maintenance check, the technician found the ground resistance reading was out of range.

Manufacturer narrative:
The technician found the ground pin on the power cord plug was loose. He replaced the plug to repair the bed.